Event description:
In 2002: while injecting the linden luer connector containing the cook pigtail syringe propelled from the tip of the syringe. Injector protocol set at 25ml/sec for 30ml volume. No reported injuries.

Manufacturer narrative:
Manufacturing investigation pending product return from customer. Upon receipt of the product, an investigation will be performed and those investigation results submitted on a medwatch 3500a supplemental report.